Event description:
The customer reported that the fiber kept "returning to standby" (fiberlife safety message), and they removed the fiber and attempted use of the fiber again three times, at 64593 joules during a prostate procedure. A second fiber was used to complete the procedure. The pt outcome was reported as "fine".

Manufacturer narrative:
The issue reported by the customer of fiber going into standby is not considered to be reportable. The device was subsequently returned to the manufacturer and analyzed. Joules were verified on the fiber card as 64,580 joules. The fiber tip (cap) was also found to be detached. It is unknown where the caps detached, however, there was no indication or report of any part of the device detaching while inside the pt. The metal cap has burnt on detritus and the metal cap adhesion location exhibits burnt glue. Failure analysis disclosed a radial fracture at the cap output window and a fracture of the glass cap distal to the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of the metal cap. This cap condition is indicative of a fracture of the glass cap, beneath the metal cap, and may activate the fiberlife function. Fiberlife would modulate the power, showing a pulsing beam, or place the system into standby mode. This cap condition may also cause forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.